Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons have been intermittently unresponsive for the past month, and the occurrence is increasing. The up arrow is worse than the down arrow. Multiple presses are required to induce a response. Today, when trying to get up arrow button to respond, the keypad split open and the up arrow is not responding at all now. There has reportedly been no unusual activity with pump or moisture exposure moisture. The pump is worn is a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required excessive force to elicit a response. Evaluation revealed that there was contamination under the key contacts and the up arrow contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.